Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending; a supplemental MDR will be filed at the completion of the investigation.

Event description:
It was reported by a user facility that a saline bag back filled during recirculation in setup. He stated that there was no patient involvement. The machine was taken off the floor for repairs. He swapped the function and sensor boards because there were glitches. The new boards were fully programmed. The valve 32 was replaced. The venous testing was not calibrated properly. The internal transducer was replaced because there was a piece of plastic sticking out. The device was not put into circulation yet.